Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2022-17122. It was reported that one of the patient's leads had impedance issues due to a fracture and the other was not providing effective therapy. As a result, the leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The reported event of lead revision due to impedance issue was confirmed. As received, the lead had all its internal wires broken, that would cause high impedance and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.